Event description:
The reported information stated the inlay was explanted from the right eye of a (B)(6) year old male patient approximately 21 days postoperatively due to corneal haze.

Manufacturer narrative:
An attempt to submit this follow-up report occurred on 10/18/2016 however, a duplicate report error was received. The duplicate report error has since been corrected and the report is being re-submitted. Please disregard the information provided in follow-up report #1 as it was not associated with this event. Initial report was updated to the individual who provided the follow-up information.